Event description:
Revision surgery - the patient's knee was tight and the doctor felt the patella needed to be loosened.

Manufacturer narrative:
The root cause was determined to be most likely due to the patella. The outcomes for this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. The root cause was most likely due to the patella which needed to be loosened. There are no indications of a product or process issue affecting implant safety or effectiveness.